Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.